Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the repeated 48238 errors. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported as the unit failed to power up and there was an error 48238, which indicates a communication failure. Fa noted visual inspection of the unit found a bad fuse.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was a 297 fault. The operating room (or) staff cycled system power three times before calling. Surgeon converted to laparoscopic surgery while system troubleshooting occurred. A technical service engineer (tse) viewed system logs, found error 297 and 48238 on illuminator. Tse asked or staff to cycle system power and verify all vision side cart (vsc) power switches are on and all vsc power cords are tight and secure. System powered and homed, fault 297 returned. System was power cycled again and illuminator communication cable was disconnected. System powered and homed, system faulted with error 48238. Tse then asked or staff to recover fault, fault recovered successfully. Tse asked or staff to locate third party light source to be used in place of da vinci illuminator and advised or staff that light guide can be moved from da vinci light source to third party light source. Or staff hung up to locate another light source. Tse walked csr with connecting cable on back of illuminator and on restarting system error came back. Csr stated they had cases to follow. Tse advised csr to remove cable from illuminator, restart the system and recover fault. Csr will assist site in connecting light guide to alternate light source to complete following case.